Event description:
The catheter was placed 2/3/97. The pt developed mechanical phlebitis. The site was treated with warm compresses but the vein had a hard core and was irritated. The catheter was removed 2/7/97. The catheter tip was cut off and sent to an outside laboratory for culture.

Manufacturer narrative:
A lot history review showed no related mfg issues, and one other complaint of similar nature reported by the same customer, which is also inconclusive due to no sample returned for evaluation.